Manufacturer narrative:
When 1/3 of the evolution stent was deployed inside of the patient, it got stuck in the delivery system, it could not be deployed or retracted. In order to remove the stent the doctor had to dismantle the handle and manually remove the stent. On evaluation of the returned device, it was noted that the handle was returned dismantled and all internal components of the handle were not returned. The lockwire was not returned with the device. The stent was not deployed. There is a kink evident on the clear sheath near the tip of the device. It was noted that the flexor had snapped and was broken at the shuttle cap. There is stretching of the flexor evident and a bend evident on the cannula. The stent was manually deployed and the stent was ok. The customer complaint was confirmed as actuation of the device handle was not possible and the flexor had snapped and was broken at the shuttle cap and the stent would not deploy. A possible cause of this damage occurring may have been that it was a tortuous anatomy. Another possible cause could be that there was massive pressure and force may have been applied when attempting to deploy the stent. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution, all evo-25-30-10-c devices are subjected to functional checks and visual inspection as per cirl procedures to ensure device integrity. A review of the manufacturing records for this evolution device of lot c1186544 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. When 1/3 of the evolution stent was deployed inside of the patient, it got stuck in the delivery system, it could not be deployed or retracted. In order to remove the stent the doctor had to dismantle the handle and manually remove the stent. On evaluation of the returned device, it was noted that the handle was returned dismantled and all internal components of the handle were not returned. The lockwire was not returned with the device. The stent was not deployed. There is a kink evident on the clear sheath near the tip of the device. It was noted that the flexor had snapped and was broken at the shuttle cap. There is stretching of the flexor evident and a bend evident on the cannula. The stent was manually deployed and the stent was ok. The customer complaint was confirmed as actuation of the device handle was not possible and the flexor had snapped and was broken at the shuttle cap and the stent would not deploy. A possible cause of this damage occurring may have been that it was a tortuous anatomy. Another possible cause could be that there was massive pressure and force may have been applied when attempting to deploy the stent. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution, all evo-25-30-10-c devices are subjected to functional checks and visual inspection as per cirl procedures to ensure device integrity. A review of the manufacturing records for this evolution device of lot c1186544 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When 1/3 of the evolution stent was deployed inside of the patient, it got stuck in the delivery system, it could not be deployed or retracted. In order to remove the stent the doctor had to dismantle the handle and manually remove the stent. It is unknown, due to the difficulty in stent retraction reported, if the stent was completely retracted when removing from the patient. A malfunction precedence exists for a deployment issue that results in an exposed stent being removed from the patient with the delivery system.